Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The patient was doing well and would continue to be monitored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported through medwatch form that the patient experienced a communication fault alarm while at home. The patient presented to the hospital and it was discovered that their left ventricular assist device (lvad) was not functioning. It was determined that the device was affected by multiple electrostatic discharges that damaged the communication lines a and b in the percutaneous lead causing cessation of function. The patient was admitted to the intensive care unit for hemodynamic support. External system components were replaced and restored lvad support. It was noted that the pump was off for nearly nine hours before the problem was addressed.

Event description:
It was reported that the patient presented to the emergency room for communication fault alarms. Upon arrival, the pump appeared to not be functioning and was off for approximately 3 hours according to the ventricular assist device (vad) coordinator. The patient was borderline hypotensive, placed on a heparin drip but otherwise stable. The patients last international normalized ratio was subtherapeutic, yet their hemodynamic status proceeded to decline. An aline set up was prepped and pressors were on standby. Log files were submitted for review. The event log captured loss of left ventricular assist device communication. On 28nov2025 both communication a and communication b were out from 09:42 to the end of the log. The log also captured electrostatic discharge (esd) events on 25nov2025 at 09:48, 26nov2025 at 09:44 and 11:06. During these events the pump was off for approximately 4- 5 seconds during this reset. Two of the 3 previous pump resets (all of which were likely due to esd) occurred right around 9:45 in the morning, with these two also occurring while the patient was on the mobile power unit (mpu) power. This final event also occurred at 9:45 in the morning while connected to mpu. Upon further review from medical staff, it was decided that the patient was too high risk for pump replacement. The decision was made to attempt to restart the pump. Patient was on heparin infusion, and an additional bolus was administered and allowed to circulate for several minutes. Then a secondary system controller was prepared with a new modular driveline. The controller and modular cable were exchanged and the pump restarted. The patient did not display any immediate signs that would suggest a cerebrovascular accident. The patient's blood pressure began to stabilize, and clinicians were able to rapidly down-titrate vasopressors and the patient's chest pain and headache immediately resolved. A hospital owned power module was issued to the patient to replace the mobile power unit that was at their home. The patient also reported that each of the esd events occurred when they were getting up for the day and connecting to batteries from the mpu. Mpu was said to be returning for evaluation along with modular cable and system controller. It was said that the patient was on a low flow controller which was replaced with their secondary low flow controller and have since been returned. It appeared that the problem was really with the driveline to the clinician, but both were exchanged to be "safe".

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported pump off event on 28nov2025, as well as the loss of expected communication between the pump and the system controller; however, a specific root cause for these findings could not be conclusively determined as the device was not returned for evaluation. Additionally, review of the submitted log files confirmed transient pump stop events on 25nov2025 and 26nov2025 that appeared consistent with electrostatic discharge (esd). Furthermore, a direct correlation between left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The controller event log files collectively contained events from 25nov2025 through 29nov2025. The file captured three transient pump stops on (B)(6) 2025. The events lasted approximately 3 ¿ 4 seconds and appeared consistent with a pump reset due to an esd event. Following the event, the pump regained speed and resumed normal operation without issue. An additional pump stop event was captured on 28nov2025 and was associated with loss of left ventricular assist device (lvad) communication hazard alarms. This pump stop event was associated with elevated motor power values and persisted through the duration of the file. Also of note, the lvad motor serial number and lvad software version were not captured at the onset of the loss of lvad communication alarms through the duration of the file, despite the driveline being connected. Although a specific cause for this pump stop event was unable to be conclusively determined through this evaluation, it appears indicative of a communication issue between the pump and the system controller. No other notable events or alarms were captured. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related events reported. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 1 of the IFU, "introduction," lists potential adverse events that may be associated with the use of heartmate 3 lvas. Sections 3 and 6 of the IFU as well as sections 1, 3 and 4 of the patient handbook warn that high levels of static electricity can cause the left ventricular assist device to stop, and state that patients should use battery power when not sleeping or relaxing or while performing activities that can generate static electricity. Section 6 of the IFU and section 4 of the patient handbook also provides examples of when static electricity can occur and how it can be avoided. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. Additionally, the testing and classification tables in appendix c of the IFU and section 9 of the patient handbook include electrostatic discharge information. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.